Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not performing the air removal steps. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A manual insulin injection was administered to address bg level. Technical support educated the caller to complete the air removal step for the cartridge, and the customer loaded a new cartridge, correcting the displayed fill estimate to match the expected value. There was no additional intervention required, and the issue was resolved.